Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported starting two days ago the patient had been going to the bathroom more frequently, so they were trying to increase stimulation. No further complications were reported. Relevant medical history includes urinary dysfunction/sacral nerve stim. And gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient didn't report this issue to the hcp.